Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure, the lens end was hooked and had to be replaced with another lens. There was no patient impact. Additional information has been received and stated that when inserting the cartridge through the incision, the doctor saw under the microscope that the end of the cartridge had a hooked protrusion which would have disturbed insertion and risked damaging the tissue. This incident occurred during the implant preparation, before injection. The procedure was completed with the backup lens of same reference and diopter.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported damage was observed. The device was received loose in the product carton. Solution is dried in the device. The lock out assembly has been removed. The plunger and the lens have been advanced into the mid nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The nozzle tip is damaged. We are unable to determine the root cause for the reported complaint the end of the cartridge had a hooked protrusion. The company preloaded device was returned activated with the lens advanced into the mid nozzle. The instructions for use (IFU) instructs to inspect the company preloaded nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and company preloaded delivery system. All company preloaded devices are 100percentagae cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).